Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a drawer failure. The customer reported that the drawer won't stay closed and required maintenance. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that aux4 wouldn't stay closed and required maintenance. A field service engineer replaced inseperable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.